Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a resealable plastic biohazard pouch. The already deployed braid was returned within a plastic vial. The phenom-27 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the pipeline vantage pusher was found bent at ~59.5cm from the proximal end. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers or proximal bumper. The pusher was found kinked at the advanced re-sheathing mechanism, which is otherwise undamaged. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages or irregularities were found with the tip coil. The braid was already deployed. One braid end was found tapered, damaged and frayed. The other braid end was found fully opened and damaged. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete to open proximal (flex)¿ was confirmed as the returned braid was found tapered on one end. Possible causes include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. The braids were found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported device loaded and unloaded multiple times, pipeline was positioned in a vessel bend, patient vessel tortuosity as normal, and devices were prepared per IFU. The pusher was found kinked at the resheathing mechanism which could have either contributed towards the failure to open or have been caused by the same issue that caused the incomplete open. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage stent that failed to open at the proximal end and another that was difficult to deploy. The patient was undergoing a procedure for pipeline implantation to treat a ruptured proximal internal carotid artery (ica) dyplastic fusiform aneurysm. The aneurysm max diameter was 5.7mm and the neck diameter was 3.5mm. Vessel tortuosity was normal. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The microcatheter achieved access distal to the aneurysm and the stent was delivered successfully to the desired location. Deployment was started and the device appeared to be opening well. The physician had to load and unload the system numerous times through the mid section of the vessel. Difficulty occurred at the proximal end. Under fluoroscopy, it appeared that the proximal end of the stent was not opened. More than 50% of the stent was deployed when the failure to open occurred. There was no friction or other difficulty during delivery of the pipeline. Some movement of the stent was noted during deployment but the device did not jump and the tip of the catheter was not moved. The physician attempted loading and unloading the stent but then decided to remove the whole system and try another pipeline vantage. Deployment of the replacement pipeline vantage was started a bit more distal than with the first pipeline, and closer to the ica junction. Deployment went well with load and unload manipulation. There was some difficulty with the middle section of the stent - when the stent was fully deployed, under fluoroscopy it appeared slightly twisted in the middle. The physician performed successful angioplasty; the stent straightened out and had good wall apposition. It was noted that the middle section of the pipelines were positioned in a vessel bend. There was no harm or injury to the patient.